Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to complete testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to unresponsive buttons. The insulin pump received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump under-delivered insulin. Customer programmed a bolus that did not deliver. The insulin pump alarmed button error alarm. The blood glucose reading is 413 mg/dl. Customer stated that the bolus did not show up in the bolus history. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.